Event description:
Evaluation summary: the distal section of the delivery system (tapered tip, spindle, graft cover and stent stop) and stent graft were also evaluated. One of the five suprarenal stents was captured between the sleeve and spindle. There was damage to the very distal end of the graft cover, in the region of the ro marker. There was also severe damage to the graft cover 75-135 mm from the distal end (accordion effect). Both the tapered tip lumen and the spindle lumen were kinked 167 from the distal end of the spindle; this kink most likely occurred when bending the device to fit within the explant return kit. In order to inspect the capture mechanism components microscopically, the kinks in the graft cover and lumens were straighten by hand. The graft cover was removed and then the spindle and sleeve were separated. In addition, the tapered tip lumen was cut with snips just proximal to the sleeve. The spindle showed no obvious signs of damage. The sleeve had a small nick where it mated with the spindle, which most likely occurred when trying to separate the suprarenal stent from the capture mechanism. The main section of the delivery system was returned with the external components removed (external slider, front grip, thumbwheel, strain relief), confirming that a bailout was attempted. The distal section of the delivery system (tapered tip, spindle, graft cover and stent stop) was cut and returned separately with the explant. The graft cover t-tube was moved forward and backwards, which resulted in corresponding movement in the graft cover. Similarly, the thumbwheel t-tube was moved forward and backward, which resulted in corresponding movement in the tapered tip lumen. The rest of the main section of the delivery system was unremarkable. The complaint was confirmed; one of the suprarenal stents was captured between the sleeve and spindle, which prevented delivery system removal. The root cause of the event could not be determined during device evaluation.

Manufacturer narrative:
Results: cause of the event is unknown. Conclusion: cause of the endoleak is unknown.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (removal difficulties), (cause of the event is unknown). Conclusion: known inherent risk of a procedure (removal difficulties), (cause of the endoleak is unknown).

Manufacturer narrative:
Results: cause of event is unknown. Conclusions: cause of event is unknown.

Event description:
Additional information: there were no difficulties inserting the catheter and the physician did not have to use force to deliver the device. There were no difficulties deploying the stent graft and it did not kink. The physician did have difficulties retracting the nosecone/tip into the outer sheath. The nosecone was entrapped in the proximal free-flo ring. Trying to extract the delivery system from the aorta, the stent graft which was already deployed migrated in the terminal aorta. Before the migration of the stent graft there was no endoleak and the deployment was successful. The suprarenal stent properly released; however the spindle was not recapturing properly. Some of the suprarenal stents did entangle. Evaluation summary: the distal section of the delivery system (tapered tip, spindle, graft cover and stent stop) and stent graft were returned for evaluation. One of the five suprarenal stents was captured between the sleeve and spindle. There was damage to the very distal end of the graft cover, in the region of the ro marker. There was also severe damage to the graft cover 75-135 mm from the distal end (accordion effect). Both the tapered tip lumen and the spindle lumen were kinked 167mm from the distal end of the spindle; this kink most likely occurred when bending the device to fit within the explant return kit. In order to inspect the capture mechanism components microscopically, the kinks in the graft cover and lumens were straightened by hand. The graft cover was removed and then the spindle and sleeve were separated. In addition, the tapered tip lumen was cut with snips just proximal to the sleeve. The spindle showed no obvious signs of damage. The sleeve had a small nick where it mated with the spindle, which most likely occurred when trying to separate the suprarenal stent from the capture mechanism. The complaint was confirmed; one of the suprarenal stents was captured between the sleeve and spindle, which prevented delivery system removal. The root cause of the event could not be determined during device evaluation. The device was explanted during surgical conversion, immediately following the attempted implant, due to delivery system removal difficulties. Details of the patient¿s aneurysm morphology at implant, including films, were not provided. It was reported that after bilateral surgical femoral access, a back-up meyer 0.035¿ guidewire was inserted into the ascending aorta via the right femoral artery and an angiographic catheter was placed via the left femoral artery. The stent graft was successfully deployed with good wall apposition. However, when the physician tried to retract the delivery system, the spindle became caught on one of the suprarenal stents, and the stent graft disengaged. The decision was then made to immediately convert the patient to open repair. The patient was successfully converted. From the examination of the returned device and clinical information provided, the cause of the removal difficulties could not be determined. The bifurcate was returned with the delivery system spindle/sleeve caught on one of the apices of the suprarenal stents; the suprarenal stent located just above the ¿e¿marker. No suprarenal entanglement was observed. After removal of the spindle/sleeve, the captured suprarenal stent appeared slightly bent along the mid-length and also near the attachment pin. A 1.1mm length puncture hole was observed near the 4th stent, directly below the caught suprarenal stent. The cause of the puncture could not be determined, and may have occurred during the delivery system removal attempts. No other stent graft integrity issues were observed. The cause of the suprarenal stent becoming captured between the sleeve and the spindle, thereby preventing removal of the delivery system, could not be determined. The stent graft was confirmed to have met all endurant ii manufacturing specifications prior to shipment.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that after bilateral surgical femoral access, a back-up meyer 0.035 guide wire was inserted in the ascending aorta via right femoral art and angiographic catheter via left femoral artery. It was reported that the stent graft was successfully deployed with good wall apposition; however, when the physician wanted to retract the delivery system the spindle caught on a bare spring and the stent graft disengaged. Due to this issue the physician was forced to open the patient. The patient was operated on and the physician removed the stent graft. No additional clinical sequelae were reported and the patient is stable.